Manufacturer narrative:
Device not returned.

Event description:
It was reported that the continuous cardiac output numbers were not accurate it took 15-20 minutes to display and the numbers were incorrect, error message observed "blood temp." Sales rep., stated that this was a "close call", manual bolus performed, verified the numbers were incorrect. Patient was stabilized and no adverse effects.